Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU. Bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Bf-1tq290 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope's plastic distal end cover was burnt. There was no patient involvement.